Manufacturer narrative:
Device evaluation: analysis of the returned device identified an opening on the posterior side, red particles, and underweight device. A visual and microscopic analysis were performed which identified a sharp opening, stress marks and crease fold. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is a sharp opening on the posterior side due to a surgical impact opening.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade IV.

Event description:
Healthcare professional reported a right side rupture and capsular contracture baker grade IV. Device remains implanted.